Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient reported obtaining a blood glucose reading of 83mg/dl on the subject meter and 43mg/dl on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with non-insulin shots. The patient reported increasing their food/drink intake in response to the alleged inaccurate readings. The patient reported developing symptoms of "tired, heart rate raised, headache, blurred vision and light head" ten minutes after the alleged issue began. The patient reported going to the emergency room (ER). The patient reported receiving treatment from an hcp but was unable/unwilling to provide further details. The patient reported obtaining blood glucose readings of 43 and 139mg/dl on the ER/hospital meter. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury requiring hcp intervention after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.